Manufacturer narrative:
(B)(4). The patient was hospitalized for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient was treated unspecified antibiotics (route, dose and frequency not reported). On an unknown date, the patient's non-baxter catheter was removed due to being infected. The patient was hospitalized for fifteen day before being discharged. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot number h13c28091 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13e23030 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).